Manufacturer narrative:
The technician isolated the issue to the CPR/trend valve. He replaced the valve to repair the bed.

Event description:
Information received indicates the head and knee up functions are not working.